Event description:
It was reported the leads were attempted, but not used due to fixation difficulty. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, blood was noted in the helix mechanism on visual inspection.